Event description:
It was reported that the doctor took the patient back to surgery and moved the pocket due to incision pain. The patient called the manufacturer representative on the day of the report stating that she had an infection at the incision site and was waiting for the doctor to call her back. The infection was on one side only as the doctor wanted to do a bi-lateral system. A week later it was confirmed that the infection was at the pocket site. The reporter thought that a culture was done, but the results had not come back yet. The reporter saw the patient on the day of the report and she was doing much better than before, but still had an infection and was taking antibiotics. The patient was being seen by an infectious disease doctor.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3093-28, lot# va0bjky, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va09dfv, implanted: (B)(6) 2013, product type: lead. (B)(4).